Event description:
The device was being used to treat a pt and reportedly gave a motion detected message accompanied by an audible alarm when the analyse button was pressed. The device reportedly gave check pt messages between the motion detected alarms. A back-up device was obtained and used to continue treatment. The pt was not resuscitated. The rptr stated that the device contributed to the pt's outcome.